Event description:
A healthcare provider reported that they thought the catheters became disconnected. Their pump was filled with saline and set to minimum rate. They hcp indicated they would have to go back to the or in about two weeks. They were going to put the patient on some oral medication. The patient¿s symptoms included sleepiness and pain. The previous medication used within the system was morphine. The representative later reported that the patient had prialt in the pump originally, and it was later switched to morphine. At the time of the revision, the patient had normal saline in the pump. The patient had a loss of drug efficacy with the morphine. A catheter dye study showed the catheter had backed out of the intrathecal space. The study was performed approximately one week prior to the revision surgery where the catheter was replaced. The pump was refilled with morphine.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).